Event description:
Doctor reported to a lensar representative that he has noticed a slight increase in the number of capsular tails. In addition, he mentioned that about two weeks ago he had his first capsular extension and lens subluxation as a result.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.